Event description:
It was reported the patient has not charged her ipg in over 1 year. The sjm representative met with the patient and confirmed that external devices were unable to communicate with the ipg. Also, the patient is experiencing discomfort at the ipg site due to the location of the ipg. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model. Additionally, the replacement ipg was implanted laterally. The patient reported effective stimulation coverage postoperatively and the issue were reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.